Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: aexch282840, serial/lot #: (B)(4), ubd: 29-feb-2012, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx & talent stent graft system was implanted in the patient for the endovascular treatment of abdominal aortic aneurysm. The current aaa diameter is 80mm. The patient also has a fem fem by pass from a previous repair. It was reported the patient presented emergently and a type iii separation endoleak was observed between the talent and anuerx graft. The type iiia endoleak was observed from the bifurcation of the bifurcated graft and an aneurx cuff. The graft was also observed to be 2cm's from the lowest right renal. Intervention was completed. An endurant aui was placed up to the lower renal and extended with endurant limbs (etuf3614c102 and etlw1624c156). The final angio showed the endoleak was resolved. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Initial reporter: phone number added. If information is provided in the future, a supplemental report will be issued.